Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of an opening in the duck bill valve. The device has the test mark. Functional testing was performed and there was no flow observed through the device. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that there was a flow issue with no flow through the valve and it was reported that there was a broken 1 way valve. The patient had previously been on heparin anti-coagulant therapy. The anti-coagulation was assessed with the hms plus instrument. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the one way valve was not working as no flow was passing through it.